Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: textured to smooth implants due to the patient's concern with the product, capsular contracture baker grade IV, right side pain that radiate down arm to fingers.

Event description:
Healthcare professional reported right side exchange from ¿textured to smooth implants due to the patient's concern with the product, capsular contracture baker grade IV, right side pain that radiate down arm to fingers;¿ patient has been attending physical therapy due to the right arm pain. Device remains implanted.